Event description:
It was reported by service report that the o2 bottle holder was missing the clip for the strap. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
O2 bottle holder strap.